Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectorny and corneal resection and repair to relieve). Essure (ess205) was removed in april 2018. At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, menorrhagia, anxiety and depression had not resolved and the hormone level abnormal, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menorrhagia, dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs received with her demographic details were updated. Product indication updated. Reporter added. Following events were added: hormonal changes, abnormal bleeding (vaginal) and weight gain / loss specify which one: weight gain. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reaction"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection and repair to relieve). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for these symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reaction"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopy with bilateral robotic salpingectomy and corneal resection and repair to relieve). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.